Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced hyperglycemia while using the ilet system without any device alerts, with approximately 100 units of insulin remaining in the cartridge. The patient was guided to perform an infusion site change using an inset 23" 6 mm infusion set, after which insulin delivery resumed and the prior cannula was observed to not be bent. The patient experienced elevated blood glucose of approximately 300 mg/dl, which was trending downward during the call. Outcomes included no injury, no medical intervention beyond troubleshooting guidance, and no hospitalization. The investigation included customer service troubleshooting and user education, including infusion site change guidance and provision of a physical user guide. The investigation revealed no device alarms and no confirmed hardware or infusion set malfunction, and the precise cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was concluded to be undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.